Manufacturer narrative:
A bench service engineer replaced the data acquisition printed circuit board assembly to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device had an autozero failure. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. A service engineer ran the device for 30 minutes and confirmed the reported issue. "Check vent: proximal pressure sensor auto zero failed" error message showed up. The service engineer reviewed the logs, which revealed error code 110b. Per the service manual, this is caused by the proximal auto-zero solenoid or/and data acquisition pcba. The investigation is ongoing.